Event description:
A surgeon reported an aspiration issue during surgery. The surgeon finished aspiration of the lens and cleaned the capsular bag. When the aspiration probe was being taken out of the eye there was a spontaneous aspiration without any activation of the footswitch and the a second aspiration. The system locked in aspiration, the surgeon checked the footswitch and assessed it was not blocked. There was no reflux and no message displayed. The aspiration led to vacuum created. The surgeon unplugged the system but vacuum had already been created and aspiration persisted. The capsular bag remained stuck in the slit and blocked by the aspiration probe during 4/5 mm. The surgeon described "anterior chamber subsidence." He cut the tubing of the open an air circuit. There was a hole in the capsular bag but no vitreous leakage. The surgeon restarted the system, primed a new cassette and completed the surgery implanting the intraocular lens in sulcus. The procedure was prolonged 15 mins and incision was enlarged from the planned 2 mm to 2.8 mm. According to the surgeon there was no septic risk for the pt. The following surgery was canceled. At postoperative day 1, the pt had not experienced any complication. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).